Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that after implantation the patient experienced pain, erosion, infections, dyspareunia and bleeding with intercourse. The patient underwent mesh excision on (B)(6) 2011. It was reported that the patient underwent a colonoscopy on (B)(6) 201 with indications of gastroesophageal reflux disease and diverticulosis. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on and mesh was implanted. It was reported that the patient concurrently underwent cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.